Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having low blood glucose of 40 to 50 mg/dl. Troubleshooting found that the customer's doctor recently changed the pump settings but the customer continued to have low blood glucose. It was found that the sensor would only last for 2 to 3 days and customer may not have changed the sensor. The customer was advised that the sensors would be replaced and to return the product for analysis.